Event description:
It was reported that, "broken custom baseplate + loose poly bolt."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.